Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Additionally, the prostyle device became stuck and could not be removed. The foot plate and lever had been returned to the closed position prior to attempting removal. The lever was manipulated several times to assure the footplate was closed but may have been in the tissue tract which may have prevented footplate from closing completely. Another physician was called in who was able to manipulate and successfully remove the prostyle device without any additional intervention. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported difficulties appear to be related to challenging anatomical conditions. It is likely that an interaction with calcified patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Device in the tissue tract likely prevented footplate from closing completely. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.